Event description:
N/a

Manufacturer narrative:
Corrected fields: d1, d4. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11 the getinge field service engineer(fse) fixed the experienced issue by replacing the batteries. The fse then completed pm with full calibration. The unit passed all functional and safety tests per factory specification. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit dd not pass battery runtime test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.